Manufacturer narrative:
The device was returned for analysis. A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress and material separation were confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (mlad) artery with mild calcification and no tortuosity after putting 2 stents overlapping in the left main (lm) to lad and mlad to distal. The 3.5x19mm graftmaster covered stent failed to cross the lm implanted stent. Many attempts were made to cross the graftmaster; however, it was noted that the shaft kinked then suddenly separated after trying to push the stent to reach the lesion and got stuck upon removal. The device was removed independently. The implanted stent was not damaged. Another graftmaster was used to treated the perforation. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.